Event description:
Health care facility reported that an elderly female pt with a PICC line had redness around the insertion site with maceration and pt developed a wound. The facility reported that the PICC line was pulled, discontinued use of tegaderm chg, and treated the wound. The catheter tip was cultured and the results were negative. The facility reported that the pt's skin reaction healed.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.